Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported his external devices were stolen and he was unable to charge for at least a month before getting a replacement external devices. Subsequently, the patient was unable to establish communication between his scs ipg and external devices (programmer showed communication error). The patient also reported experiencing a fall and afterwards losing stimulation. An sjm representative confirmed the issue. As a result, the scs ipg was explanted and replaced. Stimulation was restored following the surgical intervention.